Event description:
The customer reported an elevated dil-bhcg (beta human chorionic gonadotrophin) result, for one pt, involving access 2 immunoassay system. This is report number one of two. The elevated result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009 and completed preventative maintenance (pm). The fse discovered a small slit in the peristaltic tubing and replaced the tubing and the peristaltic pump. The fse successfully completed high sensitivity (hs) system check test and dil-test. The unit conformed to the MFR's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-04400.